Manufacturer narrative:
Event date: date of postoperative development of bursitis is unknown. This report is for one (1) unknown 3.5 synapse rod. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implant date: original implant date is in (B)(6) 2016; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. Initial reporter telephone number extension is provided as (b)(\6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cable cutter broke during removal of a 3.5 synapse rod on (B)(6) 2017. The hardware was originally implanted in (B)(6) 2016 and was removed from the c1-c2 level due to bursitis. There was no reported issue with the synapse rod. A piece of the cable cutter jaw broke off while using the cable cutter to cut the synapse rod. The broken piece was retrieved. Another available cable cutter was used to successfully complete the surgery with no delay. The patient outcome was as expected and patient was reported as stable. This report addresses the removal of the synapse rod due to bursitis. The breakage of the cable cutter during hardware removal surgery has been captured under linked complaint (B)(4). This report is for one (1) unknown 3.5 synapse rod this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This medwatch is being rescinded. The complaint was reviewed on (B)(6) 2017 and event does not meet the definition of an MDR reportable event. Event description updated with the product code, this is a depuy's part that needs a retraction. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This medwatch is being rescinded based on the additional information that was received from the sales consultant on (B)(6) 2017. Event description was updated: it was reported that the rod is a depuy spine product. The sales consultants became aware on (B)(6) 2017 that rod was a depuy spine product. It was reported that the surgeon was using cable cutters to cut and shorten a depuy 5.5mm ti rod (part # 1797-62-300). The surgeon held the rod over the sterile table, attempting to cut the rod when the cable cutter broke. There were no fragments from the broken cable cutter. The broken piece from the cable cutter was retrieved and the rod was not affected. There was no patient impact. It was noted that the incorrect cable cutters were used. The surgeon obtained the correct cutter designed to cut rods. The surgeon cut the rod for the purpose of making it shorter. It is unknown if any additional hardware was added. Only one rod was shortened. The rest of the depuy hardware remained intact. The hardware was originally implanted in september 2016 and was removed from the c1-c2 level due to bursitis. The surgeon completed the procedure successfully and the patient was reported as stable.